Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. The 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. There was no kink noted on the device prior to use and resistance was not encountered during the procedure. The balloon was completely removed from the patient as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).